Event description:
The international customer reported the ventilator failed pre-operational testing during system pressure testing. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers service technician replaced the three station solenoid to address the reported problem. Failure of the three station solenoid may result in a leak or the safety valve not closing, and preoperational self testing will not pass as noted. A malfunction of the safety valve during use in normal ventilation mode could prevent activation of svo which may be detrimental to a patient if in use.